Manufacturer narrative:
It was reported that patients are developing a rash on the abdomen and were treated with a steroid. Some of the patients had documented sensitivities to adhesive. It is not known what role if any the components within this custom pack may have played with the reported incidents. The contact at the facility reported that various adhesives are used on the patient's post-op. One of the physicians applied some of the mastisol contained within this pack to the arm of one patient who then developed a rash. We have notified (B)(4) the manufacturer of the mastisol of this incident. Due to the reported incidents and in an abundance of caution, this medwatch is being filed.

Event description:
It was reported that patients are developing a rash on the abdomen and were treated with a steroid.